Event description:
Tip of amplatz wire wrapped around tricuspid valve and could not be removed. Attempts were made to remove the wire but the tip was engaged around the valve and could not be released. The patient has metastatic breast cancer and given the high risk of open-heart surgery, decision was made to leave the wire and follow up patient closely.